Event description:
It was reported that during a hickman catheter insertion procedure a guidewire fracture occurred. The lesion was located in the non-calcified and non-tortuous subclavian. The physician was inserting a non-bsc catheter and used an 18 gauge needle to get access and a .038 wire that came with the non-bsc catheter set. During advancement, resistance was felt and the physician asked for a zipwire hydrophilic guide wire and inserted it through the needle and the wire was cut in half. A portion of the wire remained in the patient and it had to be snared. Another physician successfully snared it without any patient complications. The procedure was completed with a subclavian vein access with fluoroscopy guided wire placement. Patient status is reported as "good."